Manufacturer narrative:
The date of the incident is unknown and pictures were not provided. Without the information requested, the physical device to evaluate, or pictures of the device, a root cause cannot be determined. The device history record was reviewed with no issues found in the manufacturing or processing of the devices. There has been a total of (B)(4) sold of this product code since 2016 with one additional complaint recorded for a similar occurrence. This is a complaint rate of (B)(4) which is categorized as a low probability. Based on this information, this complaint can be closed and no additional actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.

Event description:
The doctor was using the blade electrode on the patient when the blade part burned through the rubber and burned the patient's mouth.